Event description:
Menu button on infusion device was damaged. Infusion device was not exposed to electromagnetic fields or water. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional details were provided.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.